Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. When the high-pressure test was performed the doctor stated that water was leaking through the tubing and the reservoir luer neck. Advised to the doctor that a new infusion set and reservoir will be sent. A day later, the customer called back to perform the high-pressure test again and passed within specifications.